Event description:
Customer reportedly received results of 9.3 mmol/l, 4.9 mmol/l, and 8.8 mmol/l within 10 minutes on the go system. Customer reported the test strips are stored in the kitchen. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.